Event description:
An optometrist reported, pt with diffuse lamellar keratitis (dlk), noted at 1 day post op lasik surgery. The steroid drop was increased. At four days post op, the optometrist reported that the (dlk) had cleared and the pt's vision was 20/20. No add'l info is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).